Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the problem stemmed from the difficulty in closing tower door 1. A field service engineer noted that the door was operating correctly at the time of inspection. However, due to the reported malfunction, the engineer opted to replace the door latches with the updated model. Subsequent testing revealed that the tower was no longer detected, prompting the replacement of the door board preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system door of tower 1 became jammed. The customer noted that this issue occurred while they were in the process of dispensing medication. There were no adverse events or injuries reported based on this incident.